Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for albt2 tina-quant albumin gen.2 and crej2 creatinine jaffé gen.2 for an unknown number of urine samples. Of the data provided for one patient sample, only the creatinine results were discrepant. The initial result was 0.55 mg/dl. The repeat result was 243.77 mg/dl. The initial result was reported outside the laboratory to medical personnel. There was no adverse event. The reagent lot number and expiration date was requested but was not provided. The field service representative cleaned the needles and the washing unit. He changed valves and regulated the flow of the water. Afterward, the issue appeared to have been resolved and no further issues were reported. A specific root cause could not be determined. Results similar to what occurred in this event are most likely caused by fibrin or macro protein in the urine samples. The fibrin may occur due to an issue with the preanalytical preparation of the samples and may cause a blockage of the sample probe and incorrect aspiration/dispense of sample. Based on the data provided and the fact that the repeat results were acceptable, reagent issues were excluded.